Event description:
It was reported that the patient's ipg was inoperable after an unrelated surgery and not communicating with external devices. A review of cp logs indicated the device was in the service app state. Patient underwent surgical intervention on (B)(6) 2023 where in the patient's ipg was explanted and replaced and therapy was restored.

Manufacturer narrative:
Event date is estimated. It was reported that the patient had an rf ablation after they were unable to connect to their generator with the pc. Rep met with patient and attempted connecting to the generator using 4 different cps. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.